Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter, with only the hub, hypotube and collar returned. The device was bloody. The hub, hypotube, collar were microscopically and visually inspected. Inspection revealed a complete separation at the collar with damage to the collar, and a hypotube kink located 21mm from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 27-dec-2018. It was reported that the device could not cross the lesion. The 85% stenosed 30mmx2.75mm target lesion was located in the moderately tortuous and calcifying left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient was stable. However, device analysis revealed a complete separation at the collar.